Manufacturer narrative:
Cont e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ultrasound test showing ruptured implants. During surgery, rupture on left side was confirmed." Device has been explanted. This record relates to the left side.

Event description:
Healthcare professional reported "ultrasound test showing ruptured implants. During surgery, rupture on left side was confirmed." Healthcare professional reported additional capsular contracture baker grade IV. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "ultrasound test showing ruptured implants. During surgery, rupture on left side was confirmed." Healthcare professional reported additional capsular contracture baker grade IV. Device has been explanted. This record relates to the left side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade IV

Event description:
Healthcare professional reported "ultrasound test showing ruptured implants. During surgery, rupture on left side was confirmed." Healthcare professional reported additional left side capsular contracture baker grade IV. Device has been explanted. Device was destroyed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/feb/2024.

Event description:
Healthcare professional reported "ultrasound test showing ruptured implants. During surgery, rupture on left side was confirmed." Healthcare professional reported additional left side capsular contracture baker grade IV. Device has been explanted. Device was destroyed.